Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the low battery alert, and the customer received a replace battery alert. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 55.0 received the low battery alert (104) on 09/02/2025 22:29:00 faster than expected at 1.08 days. Battery cycle 53.0 received the low battery alert (104) on 09/01/2025 12:15:00 faster than expected at 1.01 days. Battery cycle 43.0 received the low battery alert (104) on 08/31/2025 03:08:00 faster than expected at 0.84 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). Unexpected battery power loss confirmed, isolated to electronic stack. Charge/battery lasts less than expected was confirmed isolated to electronic stack. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.